Event description:
It was reported that patient's right ventricular (rv) lead exhibited inappropriate anti-tachycardia pacing (atp). Noise oversensing and capture issue was also noted. The lead was capped and replaced on (B)(6) 2024. The patient was stable.